Event description:
Customer reported "the light source of the polaris blade failed during intabation ( flickers, goes dark or goes out completely)". No patient harm reported. The provider switched to a videolaryngoscope.

Manufacturer narrative:
Qn#(B)(4). Four representative samples were returned by the customer and sent to the manufacturing site (aubo metal) for investigation. The manufacturer reports "laryngoscope blade is a device to be used with a handle which with light source and complies to iso7376, the blade itself doesn't has a light source. So when a handle + blade was found flickered during intubation there is two possible reason: 1. The handle flickered itself 2. Blade fitting dimension is out of spec which may impact trigger of light." The manufacturer also reports "all the returned samples are manufactured in spec and all the samples worked no flickering with different teleflex handle, we conclude the complaint issue is more related with the handle rather than blade."

Manufacturer narrative:
(B)(4).

Event description:
Customer reported "the light source of the polaris blade failed during intubation (flickers, goes dark or goes out completely)". No patient harm reported. The provider switched to a videolaryngoscope.